Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter, tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2016. The lens was exchanged for a 13.2mm vicm5_13.2 implantable collamer lens, -8.0 diopter, on (B)(6) 2016. This backup lens was immediately prepared and the surgery was successfully completed with the status of the eye being "very good" on (B)(6) 2016.

Manufacturer narrative:
(B)(4). No similar complaints were reported for units within the same lot. (B)(4).